Manufacturer narrative:
The pacemaker remains implanted. As no further information concerning this report is expected, as of today our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow-up visit, this device displayed 3.5 years longevity remaining. The magnet rate was listed as 90 on the battery status screen rather than 100 as expected. Technical service was contacted and further testing was not performed as the patient was no longer in the clinic. No adverse patient effects were reported.